Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had a bad fall and every since had been having a lot of pain. It was reported that two days after the fall, the patient went to charge their ins and it was working normally, but then controller went blank. The caller did not want to do any troubleshooting. No further complications are anticipated.